Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that device contamination has occured. The target lesion was located in the coronary artery, an opticross imaging catheter was selected for use. However, the package was noted to be contaminated and the sterility of the device was compromised. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.